Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of the homechoice (hc) machine, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with ultrafiltration (uf) volume of 1224 milliliters (ml) during cycle 4. The largest prescribed fill volume (lpfv) was 2000 ml. This meets the criteria for iipv. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Device met specifications relative to iipv in the logs. There were no problems found during an internal inspection of the device that would contribute to the iipv. A labeling review was not required as there was no use/user error identified in this incident. A review of the device service history for this particular homechoice revealed the previous swap was unrelated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.